Event description:
It was reported that the patient present in clinic. A device check showed noise with several auto mode switches (ams) with oversensing causing ventricular pacing and desynchrony on the right atrial (ra) lead when the patient moved their arm. It was noted that the noise had been observed for over a year. The ra lead was explanted and replaced. The patient tolerated the procedure well and was stable.